Event description:
The recipient reportedly experienced poor performance and was a non user of the device. The recipient's device was explanted. The recipient was not reimplanted. The recipient reportedly has a need for MRI's.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a broken electrode wire above the fantail. Photographic imaging inspection confirmed broken electrode wire above the fantail. System lock was verified. Scanning electron microscpy (sem) analysis of the electrode pocket revealed corrosion of an electrode wire. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.